Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from samples taken from the instrument and the air/water channels of the device. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the instrument channel of the subject device tested positive for aerobe sporenbildner (6 cfu /10 ml) and coagulase-negative staphylococci (10 cfu /10 ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".